Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. Additionally, the t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 100 units of cold insulin. Additionally, the customer reported that the air had not been removed from the cartridge prior to fill the cartridge with insulin. The customer added insulin to the existing cartridge and completed the load process successfully. The customer's blood glucose level was 182 mg/dl.